Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A balloon rupture was identified. The difficulty inserting into the sheath was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Patient weight is (B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the non-tortuous superficial femoral artery. After positioning a 5/6fr non-abbott sheath in the anatomy, a 6.0mm x 80mm x 150cm armada 18 otw balloon dilatation catheter (bdc) was advanced via left anterior tibial access and pre-dilatation was performed without issue. The bdc was withdrawn without difficulty and an unspecified stent was deployed. When attempting to re-advance the bdc through the same sheath for post-dilatation of the stent, resistance was felt against the sheath and the bdc was unable to be advanced through the sheath. The bdc was retracted without resistance. A 6.0mm x 120mm otw armada 18 was advanced through the same sheath without difficulty and post-dilatation was successfully completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The 6.0mm x 80mm x 150cm armada 18 otw bdc was received with a longitudinal balloon rupture. Additional information received confirmed that the correct device was returned but the physician was unaware of the balloon rupture.